Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. The manufacturer¿s international service technician replaced the flow sensor assembly and the power switch overlay to address the reported problems. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis on the returned gas delivery system (gds) shows that the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the product support engineer (pse) found that the device failed the airflow accuracy test. And, the alarm led failed. There was no patient involvement.